Manufacturer narrative:
Carefusion complaint #: (B)(4). The distributor stated that the reported issue was resolved by replacing the main pcb board and the unit was returned to normal operation. (B)(4). Device has been seen by the distributor but components have not been received by carefusion for evaluation. If further investigation is performed, a follow up report will be submitted.

Event description:
It was reported that the ventilator displayed vent inop followed by motor fault. The distributor replaced the driver which temporarily solved the problem. The customer reported no patient involvement.

Manufacturer narrative:
Result of investigation: carefusion failure technician evaluated the device and reported that the complaint was duplicated and isolated to intermittent failure of solenoids s903 and s904.